Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 348 mg/dl, 179 mg/dl, and 171 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out and would not feed clips. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available at all.